Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qmmcdk and no non-conformances related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric tumor resection on (B)(6) 2021 and suture was used. During the procedure, the suture broke while closing the fascia. A new suture was used to complete the case with no adverse patient consequences. No additional information was provided.